Manufacturer narrative:
The insulin pump was received with blank display anomaly due to moisture damage on the electronics assembly. Unable to performed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to blank display anomaly. Unable to verify frozen screen critical pump error, pump errors due to blank display. The insulin pump was received cracked retainer, minor scratched display window and scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed power failure and motor power supply voltage error. The patient's blood glucose at the time of incident was 225 mg/dl. During troubleshooting the customer was unable to reset the insulin pump or clear the alarms. The insulin pump was returned for analysis.